Manufacturer narrative:
The customer's address is unknown. Unknown, (B)(6), 00000 USA has been used as a default. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A review of the device history record was completed for batch# 0188677. All inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that did not pertain to the complaint. As no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Based on the above, no additional investigation and no CAPA/sa is required at this time.

Event description:
It was reported that the bd insulin syringe with the bd ultra-fine¿ needle had foreign fluid coming from the tip of needle. This occurred with 2 syringes. The following information was provided by the initial reporter: "consumer reported when moving the plunger up and down a fluid is coming out of the tip of the syringe needle. Stated this happened with two syringes".